Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the tip of the unit broke off into the patient. It was further reported that the tip was retrieved with no harm to the patient. Further, no delays were reported.